Event description:
It was reported via repair work order that the retaining post was broken which could affect fastening the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.